Manufacturer narrative:
Reported event of low power output. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. The procedure was completed with this device. According to the complainant, during the procedure, the endostat had low power output. The procedure was completed with this device. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: the reported event of low power output was confirmed at the customer¿s site. The onsite biomed found that by replacing the cable the event was resolved; there was no issue with the generator. Therefore, the most probable root cause classification for the reported failure is caused by other device. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. The procedure was completed with this device. According to the complainant, during the procedure, the endostat had low power output. The procedure was completed with this device. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.